Event description:
Unit failed power on self test with white screen. Discovered by hospira customer support specialist while on site. No patient involvement, no adverse event, no need for medical intervention, and no delay in critical therapy.======================manufacturer response for general purpose IV pump, symbiq (per site reporter)======================test and investigation duplicated the complaint of "white screen" during testing. The device failed power on self test with white screen software error and secondary alarm. The root cause was due to corrupted software. Manufacturer re-downloaded the software.